Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that following a total knee arthroplasty, the patient's articular surface was revised due to pain and stiffness. The patient was also treated with manipulation under anesthesia before the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Complaint was confirmed through review of medical records. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation concluded that implants did not likely contribute to the event; rather, adhesions were the cause of reported pain and stiffness. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Additional information received in revision operative report indicated lysis of adhesions, benign looking joint capsule, clear yellow effusion and thick scar through the joint. After releasing the scar issue, tibia was subluxing forward in high degrees of flexion and slipped back to its anatomic position when the posterior cruciate ligament was released. There was also scar behind the patellar tendon which developed from the patients previous surgeries. After releasing the scar, the knee could flex about 130 degrees and the patella was found tight and subluxing laterally.